Event description:
It was reported that decreased sensing and increased capture threshold were observed. Low pacing impedance was noted. Micro dislodgement suspected. Successful dft test was performed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.